Event description:
Per the clinic, the patient experienced a performance decrement subsequent to sustaining an impact to the abutment side of the head. Subsequently, the device was explanted under a general anaesthetic on (B)(6) 2025. The patient was reimplanted with a transcutaneous osia implant system at a new site.